Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring which normally curves away from the cautery seemed more straight or even curved towards the cautery. As a result, it was difficult to use the c ring to get enough length on the branch so there was a safe distance from the vein to the cautery. In some instances, they would capture the vein and when they would push the cautery out, it seemed to hit the back of the c ring or even sneak in between the c ring and the vein. They have never had this issue before but is always open to the fact that it could have been user error. As a result, they had to torque on the system quite a bit to try and get safe distances so as not to transect the vein. They made a few other adjustments (repositioning the leg, reassembling the system, etc.) And all did not help. Finally, after about half of the harvest, the c ring broke in half and one of the arms would not retract back into the harvesting device. Per photos provided by the complainant, it is observed that there is evidence of blood on the device. It is observed that the c-ring is protruding straight out of the harvesting cannula. The procedure was completed with a new device. The c ring was unusable after it broke in half. There was about a 5-10 min procedure delay while I waited for them to obtain a new device. There was no harm to the defective device.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c ring which normally curves away from the cautery seemed more straight or even curved towards the cautery. As a result, it was difficult to use the c ring to get enough length on the branch so there was a safe distance from the vein to the cautery. In some instances, they would capture the vein and when they would push the cautery out, it seemed to hit the back of the c ring or even sneak in between the c ring and the vein. They have never had this issue before but is always open to the fact that it could have been user error. As a result, they had to torque on the system quite a bit to try and get safe distances so as not to transect the vein. They made a few other adjustments (repositioning the leg, reassembling the system, etc.) And all did not help. Finally, after about half of the harvest, the c ring broke in half and one of the arms would not retract back into the harvesting device. Nothing came detached and fell into the patient. Photos provided by the complainant, it is observed that there is evidence of blood on the device. It is observed that the c-ring is protruding straight out of the harvesting cannula. The procedure was completed with a new device. The c ring was unusable after it broke in half. There was about a 5-10 min procedure delay while I waited for them to obtain a new device. There was no harm to the defective device.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section h-6: code "1384" has been removed the device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in the one photograph. Signs of clinical use and evidence of blood. The c-ring was observed to be straight outside the cannula. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. Based on the non-return of the device as well as the photographic evaluation, the reported failures "break-c-ring" and "material deformation" was confirmed. The lot #3000378554 history record review was completed. There was one (1) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure "break-c-ring" but there is relation between batch manufacturing process and reported failure "material deformation". CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.